Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure that required maintenance and was not registering as open or closed. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed and required maintenance. A field service engineer (fse) found that full height main drawer 5 was not detected as closed. After removing the back panel, fse observed the latch sensor light was off. The latch assembly was inspected, and the magnet was present, but the latch sensor was loose. The fse readjusted the latch sensor, reassembled the latch component, and rebooted the device. The latch sensor light turned on, and the customer successfully recovered the full height drawer without issues. The system functioned as intended after the field service engineer repaired the device.